Event description:
"It was reported that a patient was burned while using."

Manufacturer narrative:
It was reported that when dr took the handpiece out of the port-hole, he noticed that there was two little white marks on the medial side of the shoulder. The two small burns were similar in size to the buttons on the shaver handpiece. At the end of the case the shoulder was dressed with tegaderms x3, steristrips and an abd pad. This is the first report of this nature. There is no history of the rubber keypad or switchplate burning a patient. The shaver passed all functional and electrical safety tests. The shaver was tested for one hour with 6 pounds of side load and 120mmhg pressure saline flow, and the temperature of the handpiece as measured in several places did not exceed room temperature. The report that the buttons burned the patient could not be duplicated; previous tests have revealed that the handpiece will not heat to above 34 degree c if used according to the user insert.